Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to perform baseline) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG falloff test. Upon investigation, there was an open connection at j7 in ECG a. The root cause for the broken connection was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient was unable to have his ECG baselined during device fitting.